Event description:
It was reported that a cassette was damaged. The patient reported that there was a cut in the patient line tubing about an inch from the end. This was noted before use for peritoneal dialysis. The patient stated that they had not used a sharp object to open the packaging, nor was there any visible damage to the shipping containers or overpouches. There was no patient injury or medical intervention reported. No additional information is available. This is report 7 of 22.

Manufacturer narrative:
(B)(4). The device was received and an evaluation was performed. Visual inspection was performed with naked eye and magnification, which noted damage to the surface of the patient line tubing. Functional testing performed included leak testing (eight psi underwater pressure test with lab connectors attached), clear passage test, clamp function test, and device-device interaction testing. All functional testing was performed with no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported problem of cut on the patient line tubing about an inch away from the end of the tubing was verified; however, this was not a functional defect. The cause was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.